Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Concomitant medical products: dtmb1qq ICD; 429888 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that sixteen days post ventricular assist device (vad) implant the patient developed respiratory distress and multi-organ system failure. Mechanical ventilation and high-dose pressors were required. The patient had persistent refractory hypoxia, so positive end-expiratory pressure (peep) was increased on the ventilator and a chest x-ray was performed, showing an opacified left chest. Bronchoscopy was performed, which revealed a small mucus plug. The post-bronchoscopy chest x-ray showed marginal improvement, but the arterial partial pressure of oxygen (pao2) did not improve. Lactic acidosis developed that was refractory to intervention. The family changed the patient¿s code status to do-not-resuscitate. The next day, the patient was transitioned to comfort care and subsequently expired.